Event description:
A customer reported that the ultrasound did not oscillate during a cataract with intraocular lens (iol) implant procedure. The issue did not resolve when the handpiece was exchanged. The procedure was completed with an alternate system with no patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The company representative did find an unreported event of low voltage on the central processing unit (cpu) battery, which was replaced. The system software was upgraded. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log did not reveal any system message or unusual event was captured during surgery in the day of the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).